Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a cardiologist who forwarded an electrogram strip from a pacemaker interrogation showing minute ventilation artifact. The artifact showed a duration of oversensing lasting approximately 6.6 seconds. The cardiologist did not have specific device (i.e., model or serial numbers) or patient information, therefore boston scientific is unable to confirm if the event information was already reported.